Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of keypad buttons sticking was not duplicated during testing. All of the keypad buttons responded appropriately to button presses and were functional. The keypad cover was removed and no evidence of contamination was found on the key contacts or keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad button/tactile change issue. The reporter stated that unspecified buttons had been sticking. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.